Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the pain was affecting the patients toes and legs. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the pain was affecting the patients toes and legs. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the pain was affecting the patients toes and legs. The patient will undergo a revision procedure.